Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the incision for the implantable cardiac monitor did not heal properly. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.